Event description:
Customer was reported via phone call that they were experienced low blood glucose level. The customer¿s blood glucose level was 46 mg/dl at the time of the incident. Customer stated current blood glucose level was 377 mg/dl. Customer treated with food. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.